Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 7 cm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported to have 45 degree angulation. Vessel morphology at the time of the event the angulation of the aortic neck has increased. The patient presented emergently with back pain. It was reported approximately 11 months post stent graft implantation the stent graft migrated approximately 2 cm, resulting in a type I endoleak. The patient had moderately angulated aortic neck 45 degree. The cause of the migration was due moderate aortic neck angulation. The physician implanted a 28 mm aortic cuff that slipped into the bifurcated stent graft. The physician implanted a 24 mm aortic cuff. It was reported that following morning the patient was brought back to the operating room with a contained rupture. The physicians successfully implanted another 28 mm aortic cuff with a good seal. It was reported that the patient expired the two days following the secondary intervention.